Manufacturer narrative:
The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps jumbo device was used during a biopsy procedure. According to the complainant, following the completion of the biopsy procedure, the patient alleged chest pain and ill health. An iodine drip was administered and the physician confirmed by computerized tomography scan that there was no issue. The patient was then discharged to home. Additional information obtained, indicated that there may have been some minor bleeding during the procedure as thrombin was administered. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.